Event description:
A customer contacted stryker to report that their device powered off multiple times during patient use. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
The electronic record was reviewed. The reported issue could not be verified.

Event description:
A customer contacted stryker to report that their device powered off multiple times during patient use. There were no adverse effects to the patient as a result of the reported event.